Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. The fse tested both outputs using simulators and fiber optic phantom and could not duplicate any issue. All readings were clear and displayed the recommended values. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had blood pressure (bp) waveform and fiber optic transducer waveform issues. The bp waveform and fiber optic transducer waveform would intermittently go in and out. There was no report of patient harm, serious injury or adverse event.